Event description:
Procell battery was shorting out in nihon kohden telemetry pack. Batteries have newer design with a smaller, more pronounced height of the negative terminal pad, this increases the occurrences where the negative terminal will lift instead of seating on the pad. Placing the battery into the tele pack negative terminal first, lifts the negative terminal connection engaging the negative terminal to the side of the pad, causing it to arc against the ground wall of the battery causing the battery to heat up excessively. The tele pack operates appropriately but ultimately overtime the unit will heat up and cause a melting of plastic odor and swelling of the battery. Additional comments: dimensions of negative terminal pad on procell aa battery.